Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery on (B)(6) 2024, a light adjustable lens (lal, sn: (B)(6), +19.5d) fell into the vitreous upon implantation. The surgeon implanted a second lal (sn: (B)(6), +19.5d) and placed it into the sulcus. On (B)(6) 2024, a secondary procedure was completed to remove the lal (sn: (B)(6) that was in the vitreous, and a vitrectomy was completed as well.